Event description:
Received information stating that due to a ventilator malfunction patient was removed from the ventilator. Patient was not harmed or injured as a result of the event. The graphical user interface (gui) pcb and breath delivery unit pcb were replaced. The ventilator passed all testing.